Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During index procedure, the patient had one endeavor rx drug eluting stent implanted to the lad. Approximately 59 months later, the patient suffered a stroke. It is reported that the patient recovered. Investigator indicated that the reported event was not related to the study device.